Event description:
It was reported that following the implant of a versa device there were problems with diaphragmatic capture. The lead was repositioned. After repositioning, it was reported that high pacing occured when the lead was connected to the header. The device was explanted and a new device was sucessfully implanted. No further patient complications arose as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary n(B) (4): upon analyisis it was reported that no anomalies were found.